Manufacturer narrative:
The device was not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was fully inserted in the patient's right eye. But the patient was brought back to surgery to explant the iol and be replaced with a new iol. The replacement iol was another johnson & johnson lens dfr00v, 21.5d. No other information was provided.

Event description:
It was reported that an intraocular lens (iol) was fully inserted in the patient's right eye. But the patient was brought back to surgery to explant the iol and be replaced with a new iol. The replacement iol was another johnson & johnson lens dfr00v, 21.5d. No other information was provided.

Manufacturer narrative:
Patient weight and ethnicity: unknown/ not provided. Email address: unknown/not provided. The device was not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: jan. 31, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the lens was returned cut in half which is consistent with a lens handled during explant. No further defects were observed on the lens. Based on the return condition of the lens and the limited and vague information provided on the complaint issue no further evaluation could be performed. The complaint issue could not be confirmed and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.